Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unknown time related to the implant of this transcatheter bioprosthetic valve, complete heart block (chb) occurred and required the implant of a permanent pacemaker the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the complete heart block (chb) occurred the same day of valve implant. Updated serial number, initial reporter and event date in this report. If information is provided in the future, a supplemental report will be issued.